Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue; to resolve this issue, the stm replaced the helium reservoir. The stm additionally replaced a broken helium tank valve knob, and then all functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer; "helium leak" occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.